Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, an extended charge time alert was noted on the device. The physician performed manual capacitor maintenance and elected to monitor the patient at follow-up. The patient was in stable condition.

Manufacturer narrative:
As received, the device was above elective replacement indicator (eri). Charge timeout was confirmed in the device image. Long charge times were unable to be reproduced on the bench. The cause of the charge time out seen in the field remains undetermined. No anomalies were revealed on the bench.

Event description:
Additional information received indicating that the device was explanted due to charge out time. Patient was stable and will continue to be monitored.